Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for scheduled follow-up after receiving appropriate therapy. During an angiogram, the physician noted externalized conductors on the right ventricular lead. The electrical function of the lead was normal. The patient was stable before, during, and after the event and will continue to be monitored with routine follow-ups.